Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the station experienced a tower door failure. To resolve the issue, a field service engineer crimped the contact points on the wiring harness and applied conductive grease to the spade connectors on the micro switches on the latch for door 2. After repair, the door was recovered without a double click. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower experienced a failure with tower door 2. During attempts to recover the system, it produced two clicking sounds but did not display any recovery on the screen. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.